Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was returned for evaluation. The result of the investigation is confirmed for the reported material rupture issue. A pinhole rupture was noted in the distal cone of the balloon of the returned device. There was an area of stretching noted on both the inner and outer commencing at the proximal bond and lasting for a length of 170mm. This investigation was also confirmed for balloon rupture as there was a longitudinal rupture noted in the balloon during evaluation. The definitive root cause for the reported material rupture issue could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instruction for use for the sleek otw product was reviewed and contains the following information relevant to the reported event: balloon characteristics please check the package label for the rated burst pressure (rbp). It is important that the balloon not be inflated beyond the rated burst pressure .pressures in excess of rated burst pressure may cause the balloon to burst. Compliance charts are provided with each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The sleek® otw balloons reach their nominal diameter at 6 atm (608 kpa). Procedure: insertion and inflation procedure: note: a 0.014¿ (0.356 mm) guidewire must be inserted in the sleek® otw catheter across the balloon during any inflation of the balloon. Make sure that the balloon sleeve has been removed from the catheter balloon. Enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. Advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. H10: d4 (expiry date: 01/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.